Event description:
The user was unable to view historical stored patient waveform history. The user reported no difficulty with viewing real time patient information, and no problems with alarm surveillance. Note 1: the user provided no information for block a. There were no reported adverse events affecting any patients.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.